Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, altitude alarms occurred. The customer's blood glucose level was 105 mg/dl. Recommendation was made by tandem technical support to clean the speaker holes with a lint-free cloth. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.